Manufacturer narrative:
Through the course of the investigation, no product problem found. Review of the customer data suggests all three of these samples might contains a low viral load near the lod of the assay. (B)(4).

Event description:
In light of the covid-19 pandemic, and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states allege result discrepancies for 3 samples provided by a sister lab when using cobas® sars-cov-2 & influenza a/b test during a correlation study. The sister lab performed sample collection and testing of patient samples using cepheid genexpert platform. Once the sister lab completed testing, the samples were frozen and transported to the customer¿s lab, where they were thawed and tested using cobas® liat platform. The cobas® liat and cepheid genexpert results were compared as part of a correlation study by the customer. No harm was alleged. The customer was not able to confirm details regarding the sample collection at the sister lab. It is not known which collection kit was used for sample collection; the customer received a secondary un-labeled container with the swab and media from the sister lab. The 2 samples with discrepant sars-cov-2 results, were stored at 2-8 c for 2 days and then transferred to -30 c. The method sheet of the product indicates specimens collected in transport media (utm or uvt, m4, m4rt, m5 and m6) may be stored up to 4 hours at room temperature, or up to 72 hours at 2-8°c if immediate testing is not possible. Freezing at -70°c or colder (and transportation on dry ice) is required for specimen storage, or transportation beyond 72 hours prior to the specimen being added to the assay tube for testing. Three samples that were tested for correlation by the customer resulted in discrepancies. Sample 1 resulted in flu a detected, flu b detected, sars-cov-2 not detected with the cobas® sars-cov-2 & influenza a/b test test, as compared to genexpert¿s result of flu a detected, flu b not detected, sars-cov-2 not detected. This sample was re-run and obtained the expected results that correlated with cepheid genexpert results. Review of the data generated for these two runs shows a late CT near the cutoff of the assay for flu b during the first run, and no CT value for the second run. It is possible this sample contains flu b at levels near the lod of the assay, which would explain the delayed CT value and result discrepancies between runs. Sample 2 and sample 3 obtained sars-cov-2 not detected results, where as the genexpert result was sars-cov-2 detected. These samples were not repeated. Review of the cepheid xpert xpress sars-cov-2 results shows late CT values for both samples (43.0 and 42.4, respectively). Both CT values are beyond the number of amplification cycles performed by the cobas® liat analyzer. Additionally, review of the liat analyzer data shows an elevated amp value for these two samples in the sars-cov-2 channel compared with other negative results. It is possible these samples contains sars-cov-2 at levels near the lod of the assay, which would explain the late CT values from the cepheid test and result discrepancies between platforms. Investigation on the complaint reagent kit did not identify any product issue.